Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on all three cardiac channels. The noise on the ventricular channel was oversensed and resulted in pacing inhibition. A letter describing possible causes for the noise was requested.